Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) between 19-28 mg/dl. Reportedly, the customer intended to lower the pump basal rate from .6 units/ hour to .5 units/ hour, however, the customer accidentally increased the basal rate from .6 units/ hour to 5 units/ hour. Customer went to the emergency room where they were treated with dextrose and food to resolve the issue. Tandem technical support assisted the customer with correcting the settings.